Event description:
It was reported that, "neither insert would seat properly. The front would seat but not the back."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.#9610726-2010-00322.